Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had a constant tone and blank display. Blood glucose was 19 mmol/l; treated with insulin pen. The insulin pump does not have physical damage and was not exposed to moisture. Customer changed the battery and the display returned but it alarmed motor error. Customer stated the device was exposed to x-ray the day of the call. Customer was able to rewind and prime but after 4 attempts. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly. All operating currents are within specification. No unexpected blank display or constant tone noted. The insulin pump passed self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.